Manufacturer narrative:
(B)(4). Investigation ¿ evaluation a review of the device history record, documentation, drawing, manufacturing instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that there was teflon delaminating from the wire in at least 3 different regions. When the inserter was used to straighten the wire, it was observed that the teflon was very friable. The wire guide extended 13 cm outside of the protective holder, rather than the specified 7 cm. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record indicated that the lot met all finished goods release criteria. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, the complaint is confirmed. However, a definitive root cause could not be determined. The most likely cause of this event is damage in shipping, damage in storage, or damage upon removal from the package. We will continue to monitor for similar complaints. Per the risk assessment, no further action is required.

Event description:
The international customer reported that, when the operator went to use the amplatz extra stiff support wire guide, it was observed that the outer coating at the j end of the device was damaged. The nature of the damage was not elaborated upon by the customer. The device was reportedly not used in the patient. When the device was returned and evaluated, this damage was confirmed to specifically be a flaking of the coating. The investigation of the device is complete as of (B)(6) 2018.

Manufacturer narrative:
Correction: manufacturer report # from 1820334-0218-00390 to 1820334-2018-00390.